Event description:
It was reported that the programmer would not start. The programmer was replaced. There was no patient involvement indicated. It was further reported that the programmer was returned and analyzed and tested out of specification.

Event description:
It was reported that the programmer would not start. The programmer was replaced. There was no patient involvement indicated.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the programmer was returned and it was noted upon incoming inspection that a hardware update was required. Analysis did confirm the customer comment that the programmer would not start up. Analysis also found that the stylus cable was damaged, there was no paper in the printer, the silicone layer of the radio frequency head was missing, the power bay was defective, the fan was noisy and the keyboard hinges defective.